Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. The device was returned within the introducer sheath. During visual inspection the proximal contact wire was intact and the coil delivery wire were kinked/bent. The main coil was manually detached and stretched. The distal tip was found to be intact. Functional testing was not performed as the defect was confirmed during analysis. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet when received for complaint investigation based on the analyzed anomalies noted to the device. The damage noted to the device would be indicative of the as reported defect. The main coil was seen to be stretched which would have caused friction in the catheter. The main coil most likely became detached when friction was felt and force was applied in an attempt to advance it. The reported and analyzed event of the main coil stretched and the analyzed main coil prematurely detached during use will be assigned procedural factors as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. It can be presumed that the delivery wire was damaged during the procedure as force may have been applied when the friction was felt. Because this defect appears to be associated with handling of the product or portion of the product during the procedure/upon removal of the product from the packaging/preparation of the product prior to use, a probable cause of handling damage will be assigned to the as analyzed coil delivery wire kinked/bent.

Event description:
The device was returned for analysis and the investigation of the device revealed that the coil (subject device) was stretched and prematurely deployed inside the patient. The coil delivery wire was also noted to be kinked and bent. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.